Event description:
Medtronic received a report that the catheter was broken at the proximal end. There was friction/difficulty delivering. There was no other damage noticed. The injection rate was 0. The patient was admitted to the hospital for thrombus removal surgery due to acute occlusion of the large arteries. The surgeon used react 68 for aspiration. During the third operation, the surgeon obviously felt that the operation was not smooth. There were no patient symptoms or complications associated with this event. The devices were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. The treatment being performed was a thrombosis removal. The patient's vessel tortuosity was moderate.

Manufacturer narrative:
The event is reported at this time based on analysis results which indicate a reportable event. Equipment used: video inspection system (m-78210), ruler 200cm (m-83361), camera (panasonic lumix dmc-zs5) as found condition: the react 71 catheter was returned within a shipping box; and within a plastic bio-pouch. Visual inspection/damage location details: the total and usable lengths of react 71 catheter were measured to be within specifications. No damages or irregularities were found with the react hub. The react catheter body appeared to be kinked at 26.0cm from the hub. In addition, the react catheter body was found to be broken at 14.0cm from the hub. No damages or irregularities were found with the distal tip. No other anomalies were observed. Testing/analysis: the react catheter was flushed, water exited from the distal end. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter kink/damaged¿ was confirmed as the catheter body was found damaged and broken. However, the cause for the damage could not be determined. If information is provided in the future, a supplemental report will be issued.